Event description:
It was reported that the customer's insulin pump alarmed and was stuck during prime. Advised that the insulin would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the excessive no delivery test and displacement test. However, the device alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor was tested outside the device and passed. The unit was received with cracked battery tube threads and scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.